Manufacturer narrative:
Customer service did not conduct troubleshooting with the customer since she had already indicated that she tried other size shields. Replacement shields were sent to the customer and return of her original shields were requested back for testing/evaluation. In follow up with a complaint handler on (B)(6) 2019, the customer indicated that she had seen a lactation consultant and started using nipple cream to heal the crack and was also put on diflucan to rule out a thrush infection. On (B)(6) 2019, in further follow up with the complaint handler the customer indicated that she had additionally been seen by a physician and it was determined that she had a low grade bacterial infection and placed on clindamycin for treatment. The customers issue of sizing was resolved by purchasing another brand of shields with a longer stem. The customer refused speaking with an medela lc and as of the date of this report has not sent her shields back for evaluation. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that even though the 24 mm flex breast shield fits her nipple it is hitting the end of the tunnel and her nipple is cracked and painful. The 21 mm was too small and the 27 mm is too large.